Event description:
It was reported that on 6/3/2009 the patient presented with chronic back pain status post fall, spondylolysis l5-s1 with grade I spo ndylolisthesis. The patient underwent a minimally invasive right-approach tlif l5-s1 using interbody device, rhbmp-2/acs and posterior instrumentation. On (B)(6) 2009 patient had some drainage from the wound since his discharge from the hospital. Patient also noted some weakness involving the right leg. On (B)(6) 2009 MRI indicated ¿evidence of fluid around the operative site, as well as some type of material, possibly inflammatory debris compressing the l5 and s1 nerve roots.¿ the patient underwent revision and decompression. Operative findings were as follows: ¿there was some fluid both superficial and deep in the region of the fusion on the right side; however, none of it was grossly purulent. Cultures were taken of both areas and the patient was given a dose of antibiotic, vancomycin, after the cultures were taken. Fortunately we were able to work around the hardware and using 18millimeter tubular retractors were able to avoid hardware removal. However, due to the relatively small size of the tube, 18 millimeters as opposed to 22 or 26 millimeters, this revision decompression was more of a challenge. It took some additional time to be able to dissect the small bone pieces, which had migrated into the right side of the spinal canal away from the dura especially where they were scarred together.¿ rhbmp-2/acs was placed during this procedure. On (B)(6) 2010 review of CT myelogram ¿notable for evidence of incomplete union at the interbody spacer region at l5-s1. No significant ectopic bone growing around the right side. However, the posterolateral fusion is also incomplete¿ no evidence of hardware loosening or anterior slip. The screws at the l4 level do not enter the facet joint at the 4-5 level.¿ on (B)(6) 2011 the patient presented with left knee stiffness and severe pain in the left ankle. Patient diagnosed with osgood-schlatter disease, patellofemoral arthritis and a probably medial meniscal tear. On (B)(6) 2011 the patient presented with left knee pain and stiffness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2009 the patient noted to have grade 1 spondylolisthesis. He had chronic back pain for many years and worse in last 6 months. The patient was diagnosed with low back pain/lumbalgia, spondylolysis/lumbosacral, radicular lumbo thoracic. (B)(6) 2009: the patient presented with following pre-op diagnosis: chronic back pain. Status post fall in an industrial setting. Spondylolysis l5-s1 with grade I spondylolisthesis. For which patient underwent: minimally invasive right approach transforaminal lumbar interbody fusion l5-s1. Complete facetectomy l5-s1, right side, with decompression of l-5 and s-1 nerve roots. Subtotal discectomy l5-s1. Posterior lumbar interbody fusion l5-s1. Placement of interbody spacer, implant, size 12 millimeters by 32 millimeters. Use of rh-bmp2/acs and autograft. Posterolateral fusion l5-s1. Pedicle screw fixation l5-s1. Use of operating microscope. Use of fluoroscopy. Neural monitoring times four extremities. Unusual difficult modifier due to patient's size. Per op notes, the shavers were used starting with a size 8 up to size 12 millimeters. The rh-bmp2/acs had been mixed up onto the small kit with 2 sponges allowing at least 30 minutes for the rh-bmp2/acs to bind to the collagen sponges. After the d isc space was prepared and all the soft tissue was removed, the nerve root retractors were used to hold the l-5 and s-1 nerve roots, which were both decompressed out of the way, and the 12 x 32 millimeter implant was put into place after first putting half of the sponge in the anterior aspect of the disc space. The bone graft that was drilled was combined with small pieces of the rh-bmp2/acs on the sponge and was mixed in a mixture that was placed in the spacer before putting the spacer in place. After the spacer was put into place, the patient had some autograft fat taken from the other side from the left where a similar incision was made for the placement of the screws and this autograft fat was placed over the posterior aspect of the disc space. The patient had the remainder of the bone graft used with another half of rh-bmp2/acs sponge for use as the posterolateral fusion. The screws were put in including 40 x 6.5 screws at the l-5 and 6.5 x 35 screws at s-1. The patient tolerated the procedure well with no patient complications being reported. On (B)(6) 2009 the patient underwent a CT of the lumbar spine. The vertebral body heights and disc heights were well maintained. Spondylolysis was present on the left with facet and kidney on the right. Postoperative changes were seen within the posterior soft tissues. The right l5 pedicle screw broaches the lateral cortex of the vertebral body. Small subtle foci of air were seen in the region of the thecal sac. On (B)(6) 2009 the patient underwent xray of the lumbar spine in 2 views. Impressions obtained were pedicle screws were seen transfixing the l5 lumbar vertebrae and the s1 lumbar vertebra. It was difficult to see distal tips of the pedicle screws on the ap projection. On (B)(6) 2009 the patient had some drainage from his right-sided wound and some weakness involving in his right knee. It was observed that there was some mild diffuse swelling. Maneuvering the raise in the right leg reproduced some pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.